Event description:
Patient reported pain and lymphadenopathy. Device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported pain and lymphadenopathy. The device remains implanted. This record relates to the right side.

Event description:
Patient reported right side pain. The events of "rippling of the implants¿, ¿problems became increasingly worse¿, ¿struggle physically¿, ¿severe pain on a daily basis¿, breast pain below and to the side¿, ¿repeated inflammation of the lymph nodes¿/¿breasts¿, ¿the lymph nodes were enlarged again¿, ¿my breasts were inflamed¿, ¿burning sensation¿, ¿breasts are severely deformed¿ and ¿very hard¿, ¿due to encapsulation¿, ¿causing tissue in the upper area of the breast to already torn down/stretch marks¿, and company advertised that the implants were neither carcinogenic nor harmful, that turned out to be untrue¿ were later reported. The events of rupture, pain, silicone migration and capsular contracture baker grade iii diagnosed by ultrasound were later reported. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "rippling of the implants¿, ¿severe pain on a daily basis¿, breast pain below and to the side¿, ¿repeated inflammation of the lymph nodes¿/¿breasts¿, ¿the lymph nodes were enlarged again¿, ¿breasts were inflamed¿, ¿burning sensation¿, ¿breasts are severely deformed¿ and ¿very hard¿, ¿causing tissue in the upper area of the breast to already torn down/stretch marks¿, and "company advertised that the implants were neither carcinogenic nor harmful, that turned out to be untrue¿. The device remains implanted.

Event description:
Patient reported right side pain, "rippling of the implants¿, ¿problems became increasingly worse¿, ¿struggle physically¿, ¿severe pain on a daily basis,¿ "pain below and to the side¿, ¿repeated inflammation of the lymph nodes¿/¿breasts¿, "lymph nodes were enlarged again¿, "inflamed," ¿burning sensation¿, ¿breasts are severely deformed¿ and ¿very hard¿, ¿due to encapsulation¿, "torn down/stretch marks¿, silicone migration and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ pain: unable to observe since it is not related to the device. As per the investigation procedure opening crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.